Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation (exact date unknown) and the patient was discharged home. Approximately "8 hours post-procedure the patient presented with severe abdominal pain and underwent a laparoscopy. Two areas of serosal blanching were identified at the cornua bilaterally. The bowel was inspected and no thermal injuries were identified. The patient did well and did not require any further intervention". It was reported on 07/14/2016, the "patient is doing fine".